Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump and cracked the touch screen and became unresponsive. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.